Event description:
The manufacturers representative reported the patient had a pump replacement and catheter revision done and the next day, was experiencing withdrawal. The hcp was treating the patient with supplemental oral medications. Two therapeutic boluses had been programmed with no response from the patient. A follow up report will be sent when additional informatin is received.